Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1 colony forming units (cfus) of mold, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing, and the microbiological analysis results are pending. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b3: the event date was changed to 15 may 2024 based on the date of the customer hmi results. Correction to e2 and e3: the customer contact information was updated to reflect being a healthcare professional. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the lm's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1. Bacterial identification: micrococcus luteus/lylae. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.